Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive sheath was inserted over the wire into the left atrium. When aspirated the air kept filling into the side port. The air ingress has occurred through hemostatic valve. Troubleshooting steps included continuing to aspirate yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.